Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed a slight bend in the distal end of the microintroducer sheath along with slight material deformation on the most proximal section of the sheath. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that puncture sheath front end is extremely soft, preventing skin penetration and resulting in puncture failure. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.